Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported the customer's ipro charger was damaged. Customer stated there was no light being emitted from the charger. Customer's blood glucose was 222 mg/dl. No additional information provided.

Manufacturer narrative:
No power light due to faulty connector on mother board. Insulin pump received with broken reset switch on mother board.